Manufacturer narrative:
Updated: describe event or problem, device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes, age at time of event. Age at time of event 18 years or older. Device evaluated by MFR: the sterling es otw balloon catheter was received for analysis. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the midsection of the balloon. Visual inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 100% stenosed lesion was located "below the knee" in the moderately torturous unspecified peripheral vessel. A non-bsc guide wire successfully crossed the lesion. The 2mm x 40mm x 144cm sterling es otw balloon catheter was used for predilation. Upon the initial inflation "blood flew back" and a balloon rupture was suspected. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patent's status is good.

Event description:
It was further reported that the target lesion was totally occluded and located in a severely calcified, mid vessel. The device was removed intact.